Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the epg (external pulse generator) would not pace. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of electrical specification, as a result it was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.